Manufacturer narrative:
Age at time of event: 18 years or older.   Device is a combination product.   (B)(4).

Event description:
It was reported that stent damage occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified proximal end of left circumflex artery. A 2.50x16mm promus element plus stent was selected and advanced to treat the target lesion; however, the device was unable to cross the lesion. When the device was removed, it was noted that the distal tip of the stent was found to be lifted. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by manufacturer: the device was received with the stopcock, balloon stent protector and product mandrel inserted. The tip outer diameter was measured using a digital snap gauge. The tip was slightly flared. This type of damage is consistent with meeting an obstruction during an attempt to cross a lesion. The stent was damaged. The struts on the fourth most distal row were raised. This type of damage is consistent with the stent meeting resistance during the advancement of the device. The balloon was tightly wrapped and did not appear to have been subjected to positive pressure. The investigator noted that the outer was kinked at the port bond. This damage is most likely caused by applying excessive force during removal of the device from the guide wire. The hypotube was kinked at various locations along its length. This type of damage is consistent with excessive force being applied to the delivery system. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified proximal end of left circumflex artery. A 2.50x16mm promus element¿ plus stent was selected and advanced to treat the target lesion; however, the device was unable to cross the lesion. When the device was removed, it was noted that the distal tip of the stent was found to be lifted. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.